Event description:
A report was received that the patient flatlined during the permanent implant procedure. The paddle lead was partially inserted, had to be removed it was not yet sutured, the procedure was aborted, the patient was unresponsive and stopped breathing, she was administered CPR, cardiopulmonary resuscitation, and shocked four times. She was resuscitated in the or (operating room), and transferred to the ICU, intensive care unit. It was noted that she sustained a broken rib because of the CPR, cardiopulmonary resuscitation. It was noted that the patient was not considered a good candidate, because she could not lay on her stomach for any length of time and that she would not be recommended to have another scs, spinal cord stimulator procedure. The patient was released from the hospital the following day and is doing well. The event was assessed as not device related, and device malfunction was not suspected.

Manufacturer narrative:
Additional information was received that per the physicians assessment the patient had a serious heart condition, and is extremely overweight. The physician indicated that because the patient had to be placed in a face down position it caused too much pressure on her heart and that is what caused the patient to flat line. Per the physicians assessment the patient should not be placed in a face down position. As there is no current allegation against the device itself, no further investigative action will be completed.

Event description:
A report was received that the patient flatlined during the permanent implant procedure. The paddle lead was partially inserted, had to be removed it was not yet sutured, the procedure was aborted, the patient was unresponsive and stopped breathing, she was administered CPR, cardiopulmonary resuscitation, and shocked four times. She was resuscitated in the or, operating room, and transferred to the ICU, intensive care unit. It was noted that she sustained a broken rib because of the CPR, cardiopulmonary resuscitation. It was noted that the patient was not considered a good candidate, because she could not lay on her stomach for any length of time and that she would not be recommended to have another scs, spinal cord stimulator procedure. The patient was released from the hospital the following day and is doing well. The event was assessed as not device related, and device malfunction was not suspected.